Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has previously occurred in patient's anatomy and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged when removing the protective sheath from the catheter during prep. There was no patient involvement. No additional event or patient information is available.